Manufacturer narrative:
9733856: work order passed and no failure or fault was found. 9733763: no failure or fault found. Software functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the registration using an optical tracer tracking procedure seemed to be very difficult. It appeared that the reference frame was moved. This occurred pre-operatively with a surgical delay of an hour plus. There was otherwise no reported impact on patient outcome.